Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that during a pulse generator replacement due to normal battery depletion (nbd), the right ventricle (rv) lead exhibited high threshold. The rv lead was deactivated and a new rv lead was implanted. No additional adverse patient effects were reported.